Event description:
The customer reported that the system would not display. The system was not producing x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt snubber board was replaced. The system was then found to be operating as intended.